Manufacturer narrative:
(B)(4). Evaluation: results: (stent dislodgement), (excessive vessel tortuosity and severe lesion calcification). Conclusion: (excessive vessel tortuosity and severe lesion calcification).

Event description:
An attempt was made to deliver a driver sprint rx bare metal stent 2.75mm diameter 12mm length to the distal lad. However, the relevant stent failed to reach the target lesion. The physician succeeded to cross the lesion with the balloon, but failed to cross the other devices. As the distal side of the left main trunk was narrowed, the proximal side of the sds balloon was inflated when the physician attempted to deploy the relevant device. The stent dislodged onto the guidewire and moved to the distal side. Physician withdrew the stent into the introducer sheath and cut down the puncture site to take out the dislodged stent. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).